Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006540, 510k #k091974, upn#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels: l4/5 it was reported that the patient presented with pre-operative diagnosis of nerve root symptom on the left of l5. Post-op, the patient underwent a revision surgery due to the deviation of the left screw at l5. The screw was replaced in the revision surgery.